Manufacturer narrative:
The complaint sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an optician, the consumer's eyes started to get irritated after using the complaint product. It was reported that the consumer initially experienced eye irritation, increasing to pain over time, which prompted the consumer to contact an eye care professional (ecp). It was specified that the consumer was diagnosed with severe erosion on the cornea and irritation in the eye lids/eyes. It was recommended by the ecp that the patient suspend contact lens wear for several months. Further information received from the reporting optician stated that the consumer was also prescribed a lubricant eye drop to use in conjunction with contact lens rest for the treatment of the event. The event was reported as improving, with the consumer returning to limited contact lens wear; however, it was noted that the consumer was still experiencing dry eye. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. H.8.: corrected data. The manufacturer internal reference number is: (B)(4).

Event description:
Information supplied in initial report: as reported by an optician, the consumer's eyes started to get irritated after using the complaint product. It was reported that the consumer initially experienced eye irritation, increasing to pain over time, which prompted the consumer to contact an eye care professional (ecp). It was specified that the consumer was diagnosed with severe erosion on the cornea and irritation in the eye lids/eyes. It was recommended by the ecp that the patient suspend contact lens wear for several months. Further information received from the reporting optician stated that the consumer was also prescribed a lubricant eye drop to use in conjunction with contact lens rest for the treatment of the event. The event was reported as improving, with the consumer returning to limited contact lens wear; however, it was noted that the consumer was still experiencing dry eye. Additional information has been requested but not yet received. Previously submitted in first follow up report: no new information is available at this time. Additional information has been requested but not yet received. Previously submitted in second follow up report: additional information received on 19-jun-2017 clarified that the event is surface epithelial erosion which was described as very severe since it took a long time to heal. Additional information received on 28-jun-2017 confirmed that symptoms have resolved. Previously submitted in third follow up report: no new information is available at this time. Additional information has been requested but not yet received. Final report: no further information has been received.

Event description:
Information supplied in initial report: as reported by an optician, the consumer's eyes started to get irritated after using the complaint product. It was reported that the consumer initially experienced eye irritation, increasing to pain over time, which prompted the consumer to contact an eye care professional (ecp). It was specified that the consumer was diagnosed with severe erosion on the cornea and irritation in the eye lids/eyes. It was recommended by the ecp that the patient suspend contact lens wear for several months. Further information received from the reporting optician stated that the consumer was also prescribed a lubricant eye drop to use in conjunction with contact lens rest for the treatment of the event. The event was reported as improving, with the consumer returning to limited contact lens wear; however, it was noted that the consumer was still experiencing dry eye. Additional information has been requested but not yet received. Previously submitted in first follow up report: no new information is available at this time. Additional information has been requested but not yet received. Previously submitted in second follow up report: additional information received on 19-jun-2017 clarified that the event is surface epithelial erosion which was described as very severe since it took a long time to heal. Additional information received on 28-jun-2017 confirmed that symptoms have resolved. Previously submitted in third follow up report: no new information is available at this time. Additional information has been requested but not yet received. Final report: no further information has been received.

Manufacturer narrative:
B.5.: additional information. G.6., h.8.: corrected data. This file has been sent to correct the previously missed follow up 2 report. H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction g.4: the g.4. Date was not entered on supplemental device report (smdr) follow-up 3, which was submitted on 09/19/2017; this smdr (follow-up 4) is being submitted to indicate that this entry should have been 08/29/2017. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
As reported by an optician, the consumer's eyes started to get irritated after using the complaint product. It was reported that the consumer initially experienced eye irritation, increasing to pain over time, which prompted the consumer to contact an eye care professional (ecp). It was specified that the consumer was diagnosed with severe erosion on the cornea and irritation in the eye lids/eyes. It was recommended by the ecp that the patient suspend contact lens wear for several months. Further information received from the reporting optician stated that the consumer was also prescribed a lubricant eye drop to use in conjunction with contact lens rest for the treatment of the event. The event was reported as improving, with the consumer returning to limited contact lens wear; however, it was noted that the consumer was still experiencing dry eye. Additional information received on 19-jun-2017 clarified that the event is surface epithelial erosion which was described as very severe since it took a long time to heal. Additional information received on 28-jun-2017 confirmed that symptoms have resolved.